Event description:
A report was received that during a lead pull, three contacts were left on the patients body.

Manufacturer narrative:
Additional information was received that the remaining contacts were removed from the patients body during the implant procedure. Patient was doing well postoperatively. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number : (B)(4), batch/lot number: 5100766, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that during a lead pull, three contacts were left on the patients body.